Event description:
Device malfunction: none. Symptoms/ae: headache in the left temporal and frontal region, reperfusion syndrome, hypertension. Time of symptoms/ae: three days post stenting procedure. It was reported the patient had a successful revascularization stenting procedure of the left common carotid artery in 2006. At that time, it was noted the patient's peri-procedural course was uneventful; the patient was discharged to home two days later. The patient presented to the emergency room two days later, three days later with a pounding headache in the left temporal and frontal region. At that time, the patient was admitted to the hospital for blood pressure control and pain medication, as well as a consultation with a neurologist. A carotid duplex ultrasound study revealed the stent to be widely patent. A CT scan performed on event date, reported the finding by the radiologist, as a small area of subarachnoid hemorrhage in the left frontal lobe. The physician reported that this most likely represented reperfusion syndrome. This finding was redemonstrated with a second CT scan the next day. A third follow-up CT scan performed the following day, stating in the findings, "there is no hemorrhage". The patient was monitored for two additional days; the physician decided the patient's condition was improved and stable, suitable for discharge to home two days later. No additional information is available. Study event.